Manufacturer narrative:
Logs for (B)(6) were provided for hologic to review. There are multiple samples in a row and/or full sample racks that are positive with negative samples in between. There are a lot of samples with late CT values. Some fusion sars primer probe reagents (ppr), loaded same day, do not appear to have this issue indicating possibly sample related. There were no obvious issues with the other assays. Ts provided the findings from the log review to the customer and suggested cleaning all sample and ppr prep areas, sample racks, touchpoints, etc. Customer performed monthly maintenance/clean, collected environmental swab samples before and after cleaning, and ran blanks. Customer reported to hologic molecular application specialist (mas) that they repeated the panther fusion covid positives with the roche assay and their ldt and not all of them were identified to be real positives. Mas informed customer that 3% bleach should be used instead of advanced cleaning solution. Customer had amended the results and the government of regina was informed. Hologic customer product support reviewed customer assay data. Positive results among the affected worklists were noted to cluster within specific racks, often near a strong positive, and sometimes spanned that rack into the next rack. Additionally, there were sometimes long strands of consecutive negatives amid the positives. Together these tend to rule out reagent contamination and are suggestive of specimen handling cross-contamination or some other non-homogenous factor. The affected panther instrument was returned to hologic. The instrument was tested and all the results were as expected. Although a definitive root cause could not be determined, as various factors could have contributed to this issue, it was determined that potential root causes could be related to "people" due to potential sample handling, and "environment" due to positive contamination from contaminated surfaces such as top of the panther and the floor. As a corrective action and resolution of contamination, extensive lab and instrument cleaning were performed by field application specialist and field service engineer. New reagents, controls, and negative panels were run. All results were as expected.

Event description:
A contamination event using panther fusion instrument (B)(4) was reported at a customer site that resulted in potential sars-cov-2 false positive results being reported out. Worklists (B)(6), using assay lot 293375, had large numbers of suspected false positives for sars-cov-2. The customer retested specimens with a comparator in-house assay as well as alternate ivd approved assay, and suspect specimens did not repeat positive.